Manufacturer narrative:
Visual inspection during the investigation, a deformation and scratches on the outer housing of the valve, were determined. Permeability test a permeability test has shown that the prosa is permeable. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the prosa operates not within the permissible tolerance in vertical position but in the horizontal position. An accelerated outflow of prosa in the vertical position could be determined. Adjustment test the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection after dismantling of the valve, deposits were found in prosa. Results based on our investigation results, we can determine that there is accelerated outflow in the vertical position of the prosa. The deposits visible in the valve led to the change in flow rate. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. Furthermore, deformation of the prosa housing surface can be observed. Excessive pressure with the adjustment tool can lead to deformation of the housing surface. The examination of the return shipment is complete with the creation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa (#fv701t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation. Same event/ patient as # 3004721439-2026-00013.